Event description:
It was reported that the user was unable to remove the cartridge from the device, and troubleshooting and education were completed without any associated alerts or alarms. Symptoms included no reported clinical effects. Outcomes included no reported impact on the user¿s health or activities. Investigation included customer troubleshooting and education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the issue limited to cartridge removal. It was concluded, based on previously established findings for similar reports, that user interaction with the cartridge could have contributed to the event.